Manufacturer narrative:
(B)(4). It was reported that the patient did not have a fatal peritonitis event. At the time of this report, the patient is reported to be living and has recovered from the peritonitis event. At the time of this report, dianeal 1.5% ultrabag therapy was ongoing. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be peritonitis. The cause of the peritonitis was a break in aseptic technique/patient made a mistake. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with amikacin injection 100 milligrams (route, frequency, and duration not reported) for the peritonitis event. The dianeal 1.5% ultrabag therapy was ongoing until the time of death and the action taken with the dianeal 2.5% ultrabag therapy was not reported. It was not reported if therapy with a baxter device was being performed up to or at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.